Manufacturer narrative:
The device was received for evaluation. During functional testing, reported problem "pump stopped infusing while on a patient" was not reproduced. A review of event history log did not reveal any occurrences of improper shutdown and any evidence of an infusion not being completed without input. Evaluation was able to power the device on, run a loaded set and power the device off. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. The cause of the condition undetermined. No pump correction required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump stopped infusing during delivery in the medical intensive care unit (micu). There was no report of patient injury or medical intervention associated with this event. No additional information is available.